Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reports that customer was hospitalized on (B)(6) 2014 with blood glucose of 569 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with manual injections. It was reported that hospital tested insulin pump and not even one of six units of insulin was delivered during testing. While at the hospital, attempts were made to put customer back on insulin pump, but blood glucose continued to rise. Insulin pump will be replaced. No further information provided.